Event description:
The customer reported that the device would not pace on a patient. There was no allegation that the device negatively impacted patient's outcome.

Manufacturer narrative:
The customer reported that the device would not pace on a patient. There was no allegation that the device negatively impacted patient's outcome. A philips field service engineer evaluated the device at the customer site and verified the symptom. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.